Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the 3.00x8mm taxus express2 drug eluting stent was removed from the package and the stent 'looked damaged'.